Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a balloon rupture occurred. A 2.50 mm x 30.00 mm agent dcb balloon was selected for the procedure, during the procedure, the balloon ruptured. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
Additional information: it was later reported that this event is a duplicate, from tw#(B)(4). B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a balloon rupture occurred. A 2.50 mm x 30.00 mm agent dcb balloon was selected for the procedure, during the procedure, the balloon ruptured. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure. It was later reported that this event is a duplicate.